Event description:
It was reported that the customer had an unspecified charging issue. There was no adverse impact to the customer¿s blood glucose level. The patient declined further troubleshooting, and no further actions were required.